Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 133.2 mg/dl at the time of the incident. Customer stated that the reservoir lip is cracked and pieces of plastic falling off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched display window, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, stained end cap sticker and stained address/serial number label.